Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had critical pump error and customer also report the multiple pump error alarm. The customer¿s blood glucose level was unknown at the time of the incident. Customer was able to clear the pump errors, power loss alarm and program the pump. Customer reports they were able to clear the alarms and able to rewind the pump. Customer states the alarm occurred immediately after a battery change. The customer performed self test and passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Unit received with operating currents within specification. Device passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error alarms noted. No unexpected pump error 24 or pump error 23 alarms noted during testing. Device received with corroded battery tube.